Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06-aug-2018 with the following findings: during investigation, the battery compartment was cracked from the top above the pad to the cover part, and below the bumper pad. Moisture damage was found inside and on the back side of the battery compartment with a leak.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (case damage with moisture) issue. It was alleged that the battery compartment was damaged with moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.